Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for scabies: permethrin; for an unreported indication: tdap, paraguard iud, advil, ivermectin, ibuprofen and tylenol. Concurrent conditions included chronic pain since (B)(6) 2017, perineal pain since (B)(6) 2017, gallbladder removal since 2015, wells syndrome, influenza, rash all over, scabies, pain in toe, stomach ache, diarrhea, offensive vaginal discharge, cellulitis, abscess, acneiform dermatitis, folliculitis, dyshidrotic eczema, painful intercourse, post coital bleeding, vaginal irritation, carpal tunnel syndrome, breast neoplasm benign female and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ferrous sulfate from (B)(6) 2011 to (B)(6) 2012, ibuprofen since (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012 and nsaids since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and headache had resolved and the menstrual disorder, depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 180 lbs. Treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Smear cervix - in 2014: abnormal; in 2015: normal; on (B)(6) 2017: normal pap hpv high risk positive. Ultrasound pelvis - on (B)(6) 2017: 32 year old female with intermittent diffuse pelvic pain x8 months, hx of abnormal pap, due for re-testing in 10/2017; on (B)(6) 2017: uterine position: retroflexed. Uterus measures 7.1 cm x 5.1 cm x 5.1 cm. Uterine volume: 95.8cc. Myometrium: homogeneous. Endometrium: the endometrial thickness is 6.9 mm. Right ovary: the right ovary measures 2.6 x 1.7 x 3.0cm for a total volume of 6.9 cc and has normal follicles. Left ovary: the left ovary measures 2.7 x 2.0 x 2.7cm for a total volume of 7.5 cc and has normal follicles normal uterus/ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, headache, migraines, depression, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for scabies: permethrin; for an unreported indication: tdap, paraguard iud, advil, ivermectin, ibuprofen and tylenol. Concurrent conditions included chronic pain since (B)(6) 2017, perineal pain since (B)(6) 2017, gallbladder removal since 2015, wells syndrome, influenza, rash all over, scabies, pain in toe, stomach ache, diarrhea, offensive vaginal discharge, cellulitis, abscess, acneiform dermatitis, folliculitis, dyshidrotic eczema, painful intercourse, post coital bleeding, vaginal irritation, carpal tunnel syndrome, breast neoplasm benign female and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ferrous sulfate from (B)(6) 2011 to (B)(6) 2012, ibuprofen since (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012 and nsaids since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and headache had resolved and the menstrual disorder, depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 180 lbs. Treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Smear cervix - in 2014: abnormal; in 2015: normal; on (B)(6) 2017: normal pap hpv high risk positive. Ultrasound pelvis - on (B)(6) 2017: 32 year old female with intermittent diffuse pelvic pain x8 months, hx of abnormal pap, due for re-testing in (B)(6) 2017; on (B)(6) 2017: uterine position: retroflexed. Uterus measures 7.1 cm x 5.1 cm x 5.1 cm. Uterine volume: 95.8cc. Myometrium: homogeneous. Endometrium: the endometrial thickness is 6.9 mm. Right ovary: the right ovary measures 2.6 x 1.7 x 3.0cm for a total volume of 6.9 cc and has normal follicles. Left ovary: the left ovary measures 2.7 x 2.0 x 2.7cm for a total volume of 7.5 cc and has normal follicles normal uterus/ovaries.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, headache, migraines, depression, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for scabies: permethrin; for an unreported indication: tdap, paraguard iud, advil, ivermectin, ibuprofen and tylenol. Concurrent conditions included chronic pain since (B)(6) 2017, perineal pain since (B)(6) 2017, gallbladder removal since 2015, wells syndrome, influenza, rash all over, scabies, pain in toe, stomach ache, diarrhea, offensive vaginal discharge, cellulitis, abscess, acneiform dermatitis, folliculitis, dyshidrotic eczema, painful intercourse, post coital bleeding, vaginal irritation, carpal tunnel syndrome, breast neoplasm benign female and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ferrous sulfate from (B)(6) 2011 to (B)(6) 2012, ibuprofen since (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012 and nsaids since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown and the headache had resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Smear cervix - in 2014: abnormal; in 2015: normal; on (B)(6) 2017: normal pap hpv high risk positive. Ultrasound pelvis - on (B)(6) 2017: 32 year old female with intermittent diffuse pelvic pain x8 months, hx of abnormal pap, due for re-testing in 10/2017; on (B)(6) 2017: uterine position: retroflexed. Uterus measures 7.1 cm x 5.1 cm x 5.1 cm. Uterine volume: 95.8cc. Myometrium: homogeneous. Endometrium: the endometrial thickness is 6.9 mm. Right ovary: the right ovary measures 2.6 x 1.7 x 3.0cm for a total volume of 6.9 cc and has normal follicles. Left ovary: the left ovary measures 2.7 x 2.0 x 2.7cm for a total volume of 7.5 cc and has normal follicles normal uterus/ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, headache, migraines, depression, nausea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for scabies: permethrin; for an unreported indication: tdap, paraguard iud, advil, ivermectin, ibuprofen and tylenol. Concurrent conditions included chronic pain since (B)(6) 2017, perineal pain since (B)(6) 2017, gallbladder removal since 2015, wells syndrome, influenza, rash all over, scabies, pain in toe, stomach ache, diarrhea, vaginal discharge, cellulitis, abscess, acneiform dermatitis, folliculitis, dyshidrotic eczema, painful intercourse, post coital bleeding, vaginal irritation, carpal tunnel syndrome, breast neoplasm benign female and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ferrous sulfate from (B)(6) 2011 to (B)(6) 2012, ibuprofen since (B)(6) 2016, minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012 and nsaids since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown and the headache had resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Smear cervix - in 2014: abnormal; in 2015: normal; on (B)(6) 2017: normal pap. Hpv high risk positive. Ultrasound pelvis - on (B)(6) 2017: 32 year old female with intermittent diffuse pelvic pain x8 months, hx of abnormal pap, due for re-testing in (B)(6) 2017; on (B)(6) 2017: uterine position: retroflexed. Uterus measures 7.1 cm x 5.1 cm x 5.1 cm. Uterine volume: 95.8cc. Myometrium: homogeneous. Endometrium: the endometrial thickness is 6.9 mm. Right ovary: the right ovary measures 2.6 x 1.7 x 3.0cm for a total volume of 6.9 cc and has normal follicles. Left ovary: the left ovary measures 2.7 x 2.0 x 2.7cm for a total volume of 7.5 cc and has normal follicles normal uterus/ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, headache, migraines, depression, nausea. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr was received. Reporter information was updated. Event: infection nos were updated to infection (bladder/ urinary tract/vaginal) type: vaginal. New events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping) were added. Medicinal history, historical drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 30-year-old female patient who had essure (batch no. 880429), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for scabies: permethrin; for an unreported indication: tdap, paragard iud, advil, ivermectin, ibuprofen and tylenol. Concurrent conditions included: chronic pain since (B)(6) 2017, perineal pain since (B)(6) 2017, gallbladder removal since 2015, wells syndrome, influenza, rash all over, scabies, pain in toe, stomach ache, diarrhea, offensive vaginal discharge, cellulitis, abscess, acneiform dermatitis, folliculitis, dyshidrotic eczema, painful intercourse, post coital bleeding, vaginal irritation, carpal tunnel syndrome, breast neoplasm benign female and flu-like symptoms. Concomitant products included: medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as ferrous sulfate from (B)(6) 2011 to (B)(6) 2012, ibuprofen since (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2011 to (B)(6) 2012 and nsaids since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). On (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), (B)(6) years (B)(6) month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and headache had resolved. And the menstrual disorder, depression, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 180 lbs. Treatment received for pain, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Hysterosalpingogram: on (B)(6) 2012, confirmed that the essure device was successfully occluded. Smear cervix: in 2014, abnormal; in 201, normal; on (B)(6) 2017, normal pap. Hpv high risk: positive. Ultrasound pelvis: on (B)(6) 2017, 32 year old female with intermittent diffuse pelvic pain (B)(6) months, hx of abnormal pap, due for re-testing in (B)(6) 2017; on (B)(6) 2017, uterine position: retroflexed. Uterus measures 7.1 cm x 5.1 cm x 5.1 cm. Uterine volume: 95.8cc. Myometrium: homogeneous. Endometrium: the endometrial thickness is 6.9 mm. Right ovary: the right ovary measures 2.6 x 1.7 x 3.0cm for a total volume of 6.9 cc and has normal follicles. Left ovary: the left ovary measures 2.7 x 2.0 x 2.7cm for a total volume of 7.5 cc and has normal follicles. Normal uterus/ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming pelvic pain, headache, migraines, depression, nausea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: outcome of previously added events: pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.